Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) displayed glucose readings on the user¿s devices but did not transmit readings to the ilet, consistent with intermittent communication failure; the user was guided to toggle settings without resolution. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure, with involvement of the electrical and magnetic subsystem and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.